Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a scratch on cable unit, the displayed image was flickering. Due to damage on cable unit, water tightness was lost. And due to poor contact of camera unit, the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flickering image, image has white dots, water tightness was lost, poor contact of camera unit. There was no patient involvement.